Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was not opening. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to open. A field service engineer replaced the defective latch and verified proper operation. The medication station became fully operational. Customer functionality was verified, and hardware test application (hta) diagnostics passed successfully. Customer successfully recovered access multiple times without issue. The system functioned as intended after the field service engineer repaired the device.